Event description:
It was reported that balloon rupture occurred. The severely tortuous and severely calcified target lesion was located in the first right posterolateral artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6).